Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a laparoscopic sigmoidectomy. The anastomosis was completed as usual. Everything went totally fine with two complete anastomotic rings and a 1 cm hole on the lateral aspect of the anastomosis. This required re-resection and a re-do of the anastomosis using an additional two reloads and circular stapler. The re-done anastomosis did not leak, but bled post-operatively two days after the initial procedure. This resulted in the patient receiving two additional units of blood, a colonoscopy, and at least two additional days in the hospital.